Event description:
Note: this report pertains to the first of three events that occurred during the same procedure. A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male pt (age and weight unk) in 2008. According to the complainant, "..[w]hen the product in question was made "hot" by being electronically changed, the cutting wire on the sphincterotome broke off." The physician attempted to complete the procedure with a second jagtome rx sphincterotome. Refer to associated MFR report #3005099803-2008-00477 for a description of the second event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the exposed cutting wire and the ends of the cutting wire were charred and blackened, (see figure 1, page 3) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include (1) improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database identified one similar complaint for this lot and for the same customer. The device history record for this lot was reviewed; no anomalies were noted related to this event.